Manufacturer narrative:
Evaluation: our evaluation of the returned device was unable to confirm the report as it was described because the components returned functioned as intended. The barrel was not included in the return. A discrepancy or anomaly that could have contributed to barrel detachment was not observed with the returned components. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve months complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is remote. Conclusions: a definitive cause for the reported observation was unable to be determined because the product functioned as intended. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our evaluation. However, we can provide the following comments: if the barrel is not advanced as far as it will go, barrel detachment from the endoscope can occur. The instructions for use advise the user to ensure the barrel is advanced as far as possible onto the endoscope. The info provided indicated the barrel was advanced as far as it would go onto the endoscope. Prior to distribution, all multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective action: no corrective action warranted at this time because the device functioned as intended. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During a hemorrhoidal banding procedure, the physician used a cook endoscopy six shooter saeed multi-band ligator. The endoscope used during the procedure is compatible with this ligation device. After the first band was deployed, the barrel detached from the end of the endoscope into the rectum. An attempt to retrieve the barrel was made with a net retrieval device and rat tooth forceps. Retrieval of the barrel was unsuccessful. The barrel was left to pass naturally through the gastrointestinal tract. The pt passed the barrel in 2007. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.